Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing component loosening, bone loss/erosion, rheumatoid arthritis, and limb length discrepancy.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Reported event was unable to be confirmed; the part number / lot number of device involved in the incident was unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.